Event description:
Per the clinic, the device was found to be not in the cochlea. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device is not available for analysis.this report is filed (B)(4), 2013.